Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a low questionable troponin t hs stat result for one patient sample. The initial result from an aliquot was 8.15 pg/ml and was reported outside the laboratory to the doctor. The sample was repeated and the result was 8529 pg/ml. Both the primary sample tube and aliquot were repeated and the result was confirmed. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested, but was not provided. The customer checked the sample and noted the serum sample had what appeared to be very small fibrin clots. A specific root cause could not be determined. Investigation of the analyzer alarms, showed several "abnormal sample aspiration" and "abnormal sample probe movement" alarms. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation force. Based on the combination of the alarm messages and the fact that the centrifugation conditions were non-compliant, a pre-analytical root cause was likely.